Manufacturer narrative:
(B)(4).

Event description:
When testing the lead and extension intra-operatively with the new ipg, all combinations involving the right lead had impedance values greater than 4,000 ohms. This was confirmed using two different screening cables. Visual inspection of the right extension showed potential insulation damage approx 5cm from the ipg connector. The pt went back for complete system replacement.